Manufacturer narrative:
We are in the process of trying to obtain further details of this event. Upon completion of the investigation a follow up report will be submitted.

Event description:
The customer reported that a chest tube inside the open heart kit was placed in the patient at the time of an open hart surgery procedure for valve replacement. Post op the chest tube broke. The patient had to be brought back into surgery. The chest tube was removed by opening a small part of the lower end of the incision and removing the tube with a forceps. The patient was fine.